Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Caller successfully reloaded the cartridge onto the pump after receiving instructions to clean the pneumatic tap area and subsequently resumed insulin delivery.